Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The in-stent restenosed target lesion was located in the left anterior descending (lad) artery. A 2.50 x 16 synergy ii drug-eluting stent was advanced to treat the lesion. However, the stent embolized off the balloon catheter in the vessel. The physician was able to rewire through the stent and inflated the stent but not at the culprit lesion. The stent was implanted proximal to the target lesion and the procedure was completed. No patient complications were reported and the patient's status was okay.